Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issues cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant surgery no device problem was detected during preparation. After a successful implant, when placing the bandage, the physician noted that the cylinders were not holding fluid and the pump was not able to refill them. The device was troubleshooted, but the issues persisted. It was noted that the drain bulb was filling up with saline, therefore, a fluid loss was confirmed. The patient was reopened, and a hole was identified in the kink-resistant tube above the pump block. It is uncertain if the product was defective or it was perforated while closing. It was said that the pump was hold in place with babcock forceps during the initial connections. The procedure was completed with another preconnect. No additional patient complications were reported.

Manufacturer narrative:
Pending investigation.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant surgery no device problem was detected during preparation. After a successful implant, when placing a bandage, the physician noted that the cylinders were not holding fluid and the pump was not able to refill them. Device troubleshooting was performed but the issues persisted. It was noted that the drain bulb was filling up with saline, therefore, fluid loss was confirmed. The incision was reopened, and a hole was identified in the kink-resistant tube above the pump block. It is uncertain if the product was defective or it was perforated during the procedure. It was noted that the pump was held in place with babcock forceps during the initial connections. The procedure was completed with another preconnect. No additional patient complications were reported.